Event description:
When transferring a patient from one stretcher to another, the tubing set became disconnected at base (patient side) of the y-site closest to the patient. The patient was receiving y-site connected IV lines for propofol and fentanyl into a peripheral IV in the right hand. The 60-gtt tubing containing fentanyl was connected to the patient, with 60-gtt tubing containing propofol y'd into the luer lok closest to the patient. The tail end of the tubing was still connected to the patient's IV. The nurses expressed expected the peripheral IV (which was not sutured in place) to have pulled out with the amount of force that it would take to disconnect the IV tubing, but were surprised to find the peripheral IV still intact. The original packaging for the affected tubing set could not be located. Additional 60-gtt tubing was located in the room with the lot number below. We opened another package from the lot stored in the room and were able to disconnect the tubing at the same location on the new set. Although we don't have the original product that experienced the issue, we do have an additional set that we were able to reproduce the issue with, and several more unopened packages from the same lot (10)r20j12027. FDA safety report ID# (B)(4).